Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent hyperglycemia after being switched from contact detach to inset 23" 6 mm infusion sets during a product shortage, found the inset applicator uncomfortable with a perceived needle sensation, discontinued pump therapy without onsite troubleshooting, and temporarily transitioned to subcutaneous insulin injections. Symptoms included hyperglycemia and irritability. Outcomes included an unexpected medical intervention where medication was required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.